Event description:
Bilateral hernia mesh implanted causing continued nerve damage and chronic pain, numbness, pins and needles sensation along with female loss of sensation, constant pulling in groin.